Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling. All of the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok and up and down arrow keypad buttons had delayed responses or were intermittently responsive and required multiple presses to elicit a response. The patient noted the keypad rubber was peeling at the ok button and the damage occurred after the tactile changes. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.